Event description:
It was reported that this electrode was explanted due to an unknown product performance anomaly. This electrode was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the outer insulation, distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this electrode was explanted due to an unknown product performance anomaly. This electrode was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this electrode has exhibited rise in system impedance measurements greater than 200 ohms. The physician decided to explant this electrode and replace it. No additional adverse patient effects were reported. This device has been received and analyzed.

Event description:
It was reported that this electrode was explanted due to an unknown product performance anomaly. This electrode was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this electrode has exhibited rise in system impedance measurements greater than 200 ohms. The physician decided to explant this electrode and replace it. No additional adverse patient effects were reported.